Event description:
Attorney alleges plaintiff developed multiple physical symptoms including burning sensation, lumps, loss of sensation, atypical connective tissue disease, anxiety, stress, pain and suffering.